Event description:
It was reported that the cartridge tubing of intermittent cartridges became black in color. There was no impact to customer¿s blood glucose. Reportedly, the cartridge was changed to address the issue.